Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a dull knife was noted during surgery. An alternate knife was used to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received by the affiliate office that has not yet been received by manufacturing for evaluation. As no sample has been yet been received by manufacturing for evaluation, the condition of the product could not be verified. The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the fifth complaint for a dull blade received against the customer's final reported lot. The root cause for the defects experienced by the customer cannot be determined because the sample has not yet been available to manufacturing for evaluation and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as burrs, dull and blunted cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually conforming. Penetration and sharpness testing was then performed and also found to be conforming. As the returned sample was found to be conforming, the root cause for a dull blade complaint as described by the customer cannot be determined from this evaluation. (B)(4).